Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 511 mg/dl. The customer reported that the insulin pump had no delivery alarms prior to his admission. The customer stated that he would program a bolus of 9 units and only receive 1.9 units. The customer could not troubleshoot as he did not have the insulin pump with him at the hospital. The customer will call back to complete troubleshooting and will not return the device.